Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the preparation of the steerable guide catheter(sgc), loss of column was observed. The sgc was replaced with another device to complete the procedure. During the procedure, a mitraclip was successfully implanted. During deployment sequence of second mitraclip, multiple grasping attempts were made to achieve satisfactory mr reduction. During fourth grasping attempt, the posterior leaflet slipped out of the clip. However, the clip was deployed at anterior and posterior leaflet 2(a2p2). The mr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects reported.